Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation stored episodes of high ventricular rate were noted. Minor noise was reproducible with isometric movement. However, it could not be determined if the cause of the episodes were over-sensed noise exhibited by the right ventricular lead or electromagnetic interference. Programming adjustments were made. The patient was stable.